Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that at the start of the patients MRI, the nasogastric sump tube migrated and the patient was removed from the MRI machine. The tube was reinserted and at that time the issue could not be recreated in the MRI testing. It was also reported that after the procedure; the nasogastric sump tube itself was placed in the bore and it did not move. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the nasogastric tube product ifus are found to be adequate based on past reviews.

Event description:
It was reported that at the start of the patients MRI, the nasogastic sump tube migrated and the patient was removed from the MRI machine. The tube was reinserted and at that time the issue could not be recreated in the MRI testing. It was also reported that after the procedure; the nasogastic sump tube itself was placed in the bore and it did not move. No medical intervention was required.